Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the night before she experienced a diabetic ketoacidosis. The customer was hospitalized. The customer was feeling dizzy a couple of nights before she experienced a diabetic ketoacidosis. The customer felt like he was going to fall over. The insulin pump's screen had a small crack. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window and cracked reservoir tube lip. No cracks on the lcd window were noted during visual inspection.